Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. The reported 3a endoleak was refuted and was noted and confirmed to be a 3b of the main body. It was unconfirmed if patient had any aneurysm enlargement. In addition, dilation of the main body was noted at 64% dilation presuming a 28mm graft; and 34% presuming a 34mm graft. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body stent (stretched and breached), could not be ascertained due to the lack of information regarding the implanted devices. An aortic stenosis [50%] was observed due to the thick intrastent mural thrombus. Additionally, procedure-related harms, or the final patient disposition could not be determined due to the lack of medical information surrounding the implant and the repair procedures; it is not known if the patient underwent the planned repair intervention. There has been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. In addition, the review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation was completed. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
The patient was initially implanted with afx devices. A follow up showed the patient had aneurysm sac growth, a type 3a endoleak and a type 3b endoleak. The physician is planning a intervention to repair the endoleaks. No dates have been confirmed of the re-intervention. Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. The reported 3a endoleak was refuted and the patient was confirmed to have a 3b of the main body. It was unconfirmed if patient had any aneurysm. The patient status is unknown and there have been no additional adverse events reported for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with afx devices. A follow up showed the patient had aneurysm sac growth, a type 3a endoleak and a type 3b endoleak. The physician is planning a intervention to repair the endoleaks. A secondary procedure has not been scheduled. The patient status is unknown and there have been no additional adverse events reported for this patient.